Manufacturer narrative:
The lead configuration was reprogrammed to unipolar pace/bipolar sense. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurements and loss of capture in bipolar. Appropriate lead function was noted in unipolar. No adverse patient effects were reported.